Event description:
The facility alleges that there was an external leak, not pt leak, with the pluer-evac. This event occurred during pt use, on the pt side of the 1 way valve. No pt injury or medical intervention was reported per hosp staff. Device remained in use with pt, day of event. Pluer-evac changed on day after the event. No add'l info available.

Manufacturer narrative:
The device has been requested for eval, but has not been rec'd. Should the device be rec'd for eval, a f/u report will be filled upon completion of the eval or if add'l info becomes available.